Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the onetouch ultralink meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6), 2010, the pt obtained the blood glucose reading of 203 mg/dl on the reported meter, and a laboratory result of 339 mg/dl within 10 minutes. Afterwards, the pt experienced the symptom of thirst. The pt received no treatment. Troubleshooting revealed the meter was programmed for the correct unit of measure, the test strips were in good condition and within opened expiration dating and the pt's testing technique was correct. The meter and test strips were replaced. The pt did not suffer an adverse event due to the reported meter. The meter reading correlated with the pt's symptom and the laboratory result, and she received no treatment. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.